Event description:
The customer contacted stryker to report that their device will not boot up. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate and verify the reported issue. It was determined that the device froze during boot up, which was caused by the system pcba. The system pcba is no longer available, and the device could not be repaired. The device was returned to the customer unrepaired.

Event description:
The customer contacted stryker to report that their device will not boot up. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.